Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the print "product of mexico" on the bag. The leak was observed prior to patient use. There was no patient involvement. No additional information is available

Manufacturer narrative:
Device manufactured between april 26, 2018 to april 28, 2018. The device evaluation was completed. Visual inspection and functional evaluations were performed which revealed a leak in the front of the bag from the top of the letter ¿d¿ where the word ¿product¿ was printed and in the area where the customer had marked the bag. Upon magnified inspection, a small hole was observed in the front of the bag where the leak occurred. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.